Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material on forceps elevator and due to damage on k-wire, fixing force of guide wire does not meet the standard value. There was no patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 5/23/2025.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: forceps elevator has foreign material and due to damage on k-wire, fixing force of guide wire does not meet the standard value. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material on forceps elevator and due to damage on k-wire, fixing force of guide wire does not meet the standard value. There was no patient involvement.